Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an alert for high out of range impedance measurement for its left ventricular (lv) lead. Technical services (ts) was consulted and discussed device programming settings and its alert notifications. This device remains in service. No adverse patient effects were reported.